Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had gray-black rust powder. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Additional information added to the following fields: d8, h2, h6. Corrected fields: d9, h5. The device was not returned to olympus for inspection, therefore, the customer reported issue could not be confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the black powder is a metal powder generated by friction between the needle tubing (stainless steel) and the wire (nitinol alloy). Per the instructions for use (IFU), this is an issue specific to this product and there is no problem with the product. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to correct the lot number and manufacturing date. Corrected fields: d4 (lot), h4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.